Manufacturer narrative:
Concomitant medical products: 5076 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the hospital after hearing an alert. The right ventricular (rv) lead was suspected to be fractured. Noise indicated to be short v-v intervals were noted. A rise in threshold was also noted. The lead was capped and not replaced as a subcutaneous implantable cardioverter defibrillator (ICD) was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.